Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was suboptimal medical documentation available for review. There were adequate imaging studies available for this review. Product might have been incongruent with the IFU due to the observed angulation of the aortic neck of approximately 60 degrees. A cautionary product use condition that might have contributed to this event was the presence of multiple patent lumbar arteries. Three days post implant the following findings were substantiated: a complication of a readmission for fever and the presence of an air bubble within the aortic sac; a type ii endoleak from two distinct sources (right posterior/lateral; left hypogastric), and the partial stent collapse just above the bifurcation. These conditions were left untreated until nine months later, when two separate subsequent treatment procedures were performed. Initially, the left hypogastric artery was coiled; imaging did not demonstrate success. One week later, the subsequent placement of a left limb extension successfully mitigated the endoleak from the hypogastric artery. The final patient disposition was unknown due to lack of information. A manufacturing record review was performed. The lots met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely related to the patient's anatomy (multiple patent lumbar arteries). There were no indications the device was a factor.

Event description:
It was reported that approximately 9 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified during follow-up visit with the physician. The left common illiac enlarged distal to the main body graft creating the endoleak. The physician elected to embolize the left hypogastric and used a graft into the left external illiac which resolved the endoleak. The physician advised that he did not view the secondary procedure as a weakness/failure of the graft. He was unable to treat the ectatic distal common illiac originally due to its length. The patient is reportedly doing well. There is also a type 2 endoleak which was not treated but is being monitored by the physician.